Manufacturer narrative:
Although there have been attempts to receive further information regarding the device and event, no additional details were provided and the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 27mm bioprosthetic aortic heart valve was explanted after eight (8) years, five (5) months due to unknown reasons. A 21mm non-edwards prosthesis was used in replacement and no additional details were provided.

Manufacturer narrative:
He device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.